Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test, and displacement test. No excessive no delivery alarms noted. Unit was received with stripped battery cap coin slot, cracked case at display window corners, reservoir tube lip and battery tube threads. Unit was also received with minor scratched display window and missing end cap sticker.

Event description:
The customer's mother reported via phone call that he experienced a high blood glucose level and was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. Customer's blood glucose level was around 400 mg/dl. He was vomiting, had headaches, fatigue, was thirsty, and had to use the restroom a lot. He was on insulin drip during hospitalization. The insulin pump's bumper was missing and had minor scratches. The customer experienced 3 separate incidents of high blood glucose levels for no apparent reason after being discharged from the hospital. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.